Event description:
Procedure: spondylodesis posterolateralis l5-s1 decompression, l5-s1 laminectomy no patient complications were there.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on (B)(6) 2016, intra-op, when the surgeon was inserting the screw with the driver, the screwdriver tip broke. The product came in contact with patient. No fragments remained in patient. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.